Event description:
It was reported that the patient was having issues with the foley catheter. The patient stated the balloon was deflating and the catheter was sliding out. Also stated the patient would keep the foley catheter in a drain bag and would try with others to see if it deflates.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol.". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having issues with the foley catheter. The patient explained that the balloon was deflating and the catheter was sliding out. So the patient would keep the foley catheter in a drain bag and would try with others to see if it deflates.